Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin, and after the delivery of approximately 10 units of insulin, the insulin gauge displayed 105 units and remained static. There was no impact to the customer¿s blood glucose level due to the reported issue. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions.